Event description:
Event description guidant received information that during preimplant testing, upon interrogation of this pacemaker, an error message was displayed on the programmer. As a result, the device was unable to be programmed. The device was not implanted and was returned for analysis.